Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous de novo lesion in the mid left anterior descending coronary artery. Pre-dilatation was performed with a 2.5 x 12 mm unspecified balloon dilatation catheter and a 3.0 x 28 mm xience alpine stent was successfully deployed while pressurized at 10 atmospheres. High pressure post-dilatation was performed with a 3.0 x 12 mm nc traveler balloon. However, a proximal edge dissection was noted and was successfully treated with a 3.0 x 12 mm xience alpine. There was no adverse patient sequela reported. No additional information was provided.